Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer reported via phone that prior to a procedure there was a hair inside the sterile package of their threaded cannula. The case was completed using another device. There were no patient consequences or delays. The device is being returned for evaluation.

Manufacturer narrative:
The device was received and evaluated. The received device was still in its original packaging with what appears to be a strand of black hair on the proximal end of the device handle, confirming this complaint. A DHR review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 2 other dissimilar complaints for this lot of devices that were released to distribution. It is likely that this failure occurred during packaging. We believe this to be anomaly and a one off incident. A nonconformance was opened for this failure (nc-nr#069606). At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).